Manufacturer narrative:
Malfunction was reported. The ams800 occlusive cuff was visually inspected. The cuff was not functionally tested due to gross contamination. Review of the manufacturing records for batch (B)(4) from container (B)(4) confirmed that there was a total of 1 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 1 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. This complaint investigation conclusion code is for the adverse event occurred during the procedure and the device had no influence on event. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient artificial urinary sphincter (aus) pump stopped working due to brown fluid. No leakage was found in the device. The entire aus system was removed and replaced with a new one. No further issues were reported in relation to this event.

Event description:
It was reported that the patient artificial urinary sphincter (aus) pump stopped working due to brown fluid. No leakage was found in the device. The entire aus system was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.